Event description:
Patient has made contact reporting ¿fibrosis¿ and ¿waves¿. Patient has further reported suspected rupture, "visible shadow" and pain. Patient representative has further reported "severe hair loss, headache, weight gain, joint problems, sinusitis with unsuccessful antibiotic treatment, weight gains, discomfort, back pain, severe water retention, persistent severe headaches, listlessness, sharp increase in volume of the left breast was then observed with considerable pain symptoms". This relates to the right device. Device has been explanted.

Event description:
Patient later reported rupture was confirmed. A large laceration was found in the whole shell. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient has made contact reporting ¿fibrosis¿ and ¿waves¿ . Patient has further reported suspected rupture, "visible shadow" and pain. This relates to the right device. Device status is unknown.